Event description:
Baxter international coordinator received a report from customer regarding this administration set. Customer reported a leak occurred in this set prior to patient use. No patient involvement has been reported at this time. No additional information is available at this time on this set.

Manufacturer narrative:
This device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed. CAPA was opened on 10/7/04 to investigate this issue. Due to the market withdrawal of the 6060 homerun pump, manufacture of the associated sets has been discontinued. Baxter will continue to analyze complaint data to determine if there are any trends.